Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient blisters underneath the lifevest. The patient's physician recommended that the blisters be covered by a bandage. The medical outcome of the irritation is unknown.